Event description:
It was reported that during a normal device change-out due to eri, oversensing was observed. Programming changes and successful dft testing was performed and the issue was resolved. After the test noise episodes was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.